Event description:
It was reported that st elevation occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. The catheter was flushed in the body for a better image and it was noticed that st elevation directly followed. Cardene was administered and the st elevation subsided after 3 minutes and the patient was fully recovered.